Event description:
The clinician reports, that the implant was inserted (B)(6) 2018 in ada 14 of the patient's mouth. On (B)(6) 2019, loss of osseointegration of the implant was verified. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: pain. No further patient complications were reported.